Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 44 mg/dl, 66 mg/dl. The customer was treated for the low blood glucose with juice. The customer reported that they had received sensor signal not found alarm. The troubleshooting was declined for low blood glucose because the customer was already treated. The insulin pump will not be returned for analysis.